Event description:
New information received stated that the patient presented at the hospital and the pacemaker was explanted and replaced. No patient consequences were reported. Additionally, it was noted that the device had been re-programmed on (B)(6) 2024 during a clinic follow-up prior to the device replacement.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision. The patient's left ventricular (lv) lead was found not capturing during a clinic follow-up. Prior to the procedure, when attempting to interrogate the patient's pacemaker, the pacemaker was found was unable to be connected and programmed due to a telemetry lockout. The lv lead was explanted and was not replaced due to patient vessels being occluded, meanwhile the pacemaker remains implanted and no intervention was performed. The patient was discharged with no reports of adverse consequences and will continued to be monitored.